Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was at connector site. The site of insertion was abdomen. The infusion set was in use for less than a day. No further information available.